Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the locking mechanism on the device was not functioning. It was noted that the inner shaft of the locking mechanism was broken which damaged most of the locking parts. It was also noted that the device failed pre-repair diagnostic tests for loctite and cable assessment, cutter lock assessment, handpiece temperature assessment, and noise assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the motor device became warm during use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.